Event description:
A pt reported experiencing inaccurate erratic results with a fast take meter. The pt's blood glucose results were "19.9 mmol/l and 12.8 mmol/l" on the meter. Tests were done within 10 minutes with a difference of 38.50%. Pt did not experience any adverse events. No further info has been reported.